Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11j23017, h11j06012, h11h19091. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On an unreported date in (B)(6) 2011, the patient experienced pneumonia. On (B)(6) 2011, the patient was diagnosed with and hospitalized for peritonitis. The cause of the peritonitis was unknown, but the consumer thought the pneumonia may have caused of the peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged. The patient recovered from peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.